Event description:
The facility reported a colleague infusion pump with an 804:26 failure code. It is unknown when this event occurred; however, this event occurred during a biomed check in the biomed service department. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a software failure. The reported condition could not be reproduced; therefore, no repair was necessary. Additional information: the user interface module software version of this pump is 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.